Event description:
Customer reported an issue with the spectrum monitor, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the units. Corrections included replacement of the co2 board and fan. Additional serial numbers: (B)(4).